Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the spouse reported that the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient was asymptomatic prior to losing consciousness while alone in his vehicle. After 30 minutes of unconsciousness, the patient was found by a colleague in the hospital parking lot where he works and was transported to the emergency department. The cgm was showing 130 mg/dl while the bg reading was 23 mg/dl. The hypoglycemia was treated with dextrose d10w and d50w and glucagon. After treatment, the bg was 136 mg/dl while the cgm was 312 mg/dl. The patient was evaluated and treated in the emergency department for 5 hours before being discharged. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, it was reported by the patient's spouse that the patient experienced inaccurate cgm values which occurred seven days after the sensor had been inserted in the abdomen. The patient did not recall symptoms prior to losing consciousness while alone in his vehicle. After 30 minutes of unconsciousness, the patient was found by a colleague in the hospital parking lot where he works and was transported to the emergency department (ed). The cgm was 132 mg/dl while the bg was 30 mg/dl. The hypoglycemia was treated with dextrose d10w, d50w, and glucagon and the patient recovered after treatment. After treatment, the bg was 186 mg/dl while the cgm was 312 mg/dl. The patient was evaluated and treated in the ed for 5 hours before being discharged. At the time of the report, the patient was doing ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)